Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102913) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache, fatigue, and sleep dysfunction. The patient states: bought a new philips dreamstation CPAP machine and was never happy with it from day one. Bought it in (B)(6) 2021. Was tired, sleepy all the time, had a headache quite often and did visit the supplier around early (B)(6) to report my concern. Also went to doctor about my about this on (B)(6). Just feel terrible as if I was not using a CPAP or worse. FDA safety report ID u (bx4). There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.